Event description:
Reporter indicated that his vns device was disabled unintentionally due to an unknown reason in (B)(6) 2010, per his former treating psychiatrist. The vns was turned back on. The former psychiatrist has left the practice and no forwarding information is known. It is suspected that an interrupted vns diagnostics test caused the vns to reset to 0ma.